Event description:
Consumer reports that after applying heat patch to back, felt burning/tingling, tried to pull off patch and found it to be very sticky. Stated that she received burn and patch also pulled skin off. Went to doctor and received silvadene burn cream with advice to apply with bandage on back.

Manufacturer narrative:
Awaiting product return from consumer. No information on lot number was received, unable to run complaint history check.